Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the reported event of infection cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-05202. It was reported the patient's scs ipg pocket and scs lead site incisions were not closing which the physician suspected were signs of infection. As a result, the scs system was explanted.